Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complainted about pain at the surgical site and by the electrode. Although the field representative noted no signs of an infection, the physician suspected a possible infection. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and no additional adverse patient effects were reported.